Event description:
Baby was lying in the hospital cot and when his father lifted him, the #2 lumen "fell" off. The line was clamped and then cut awaiting repair. No adverse effects on the patient. We were advised that the devices was only being fastened for theatre.

Manufacturer narrative:
The used and contaminated product was returned with the #2 lumen separated approximately 2 centimeters from the manifold. Additionally, the distal portion of the catheter was missing, starting about 2 centimeters from the manifold. Although, we cannot determine with certainty the root cause for the reported difficulty, we can advise that each catheter is 100% verified to be free of damage and excessive imperfections, prior to further processing. In addition, all catheter lumens are confirmed to be open and not occluded and each extension, main catheter shaft, and if specified, strain relief tubing are verified to be securely molded to the manifold without voids or cracks. The attached IFU (instructions for use) describes proper catheter placement, usage and maintenance techniques as well as the appropriate warnings and precautions. We will continue to monitor this device.